Event description:
Customer reported that 5 pts were tested with the device and then tested by the lab. The results were as follows: pt 1, 309 mg/dl on the device, 82 mg/dl on the lab; pt 2, 362 mg/dl on the device, 143 mg/dl on the lab; pt 3, 359 mg/dl on the device and 101 mg/dl on the lab; pt 4, 347 mg/dl on the device and 142 mg/dl on the lab; pt 5, 465 mg/dl on the device and 204 mg/dl on the lab. No action was taken based on any device results. No adverse events reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.